Event description:
The customer was hospitalized for high blood glucose levels, dehydration, and upper respiratory infection. Prior to being hospitalized, the customer had been experiencing high blood glucose levels for one week. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.